Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed by a field service inspection. In addition, the following reportable malfunctions were identified during the device evaluation: incorrect connection of tower wiring to endobase and image problems. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: incorrect connection of tower wiring to endobase lead to image problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an issue in which the video image from the video processor was not visible in endobase. The issue occurred during an unspecified procedure. No patient harm was reported.